Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call in the customer service to create RMA for reported instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, "one of the instrument tips broke off into pieces inside the patient". While on the call with the technical support engineer, the fragment was retrieved by the staff using a different instrument. The logs did not show any system errors. The procedure was continued.